Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation noted that the open/close buttons were unable to be depressed fully preventing the user from being able to open or close the jaws. When the device was opened up it was found that the magnet in the open switch had gotten dislodged and gotten stuck preventing full range of motion for the switch. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. A design change has been implemented to prevent the magnets from falling out and preventing the switches from being depressed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed condition was determined to be a result from autoclave cycles combined with cleaning with an alkaline ph detergent. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred prior to the procedure. There was difficulty unloading the device. The jaws of the reload could not be opened after they were closed. There was no possibility to cycle the reload. They could only be opened after the battery wasremoved and re-inserted. The device was manually cleaned using an autoclave. No patient involved.